Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04868 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The us complainant had a team attempting a high risk percutaneous coronary intervention (hrpci) with impella cp support for 75-year-old female patient. The team had done orbital atherectomy when the patient condition deteriorated and the cp was placed to the left ventricle while attempting to achieve return of spontaneous circulation (rosc). The automated impella controller (aic) however malfunctioned and during this malfunction the time of death (tod) was called. The death was not attributed to the attempted use of the cp.

Manufacturer narrative:
The investigation into the reported automated impella controller (aic) issues has been completed. Logs were reviewed and analyzed with special attention to reported date of complaint. There was no evidence of any error or alarm other than ¿algs suspended opm signal invalid¿, which is expected behavior when a pump is disconnected. The logs further show that the subsequent pumps were run against the console without any non-conformance or issue. The console was visually inspected on the lab bench and there were no anomalies found. The aic operated within specification when a pump was then connected and run for more thirty minutes. The root cause of the reported issue was unable to be determined as there were no issues found during testing at the bench level. The device functioned/operated as per specification. This report is being filed as part of a retrospective review of historical records.